Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ the customer received a false negative. Pcr testing was performed to confirm the false result. Pending results. The following information was provided by the initial reporter: "patient with a positive home test for cov 2 had a negative result on veritor sars cov2 ag. Test." Eua(B)(4).

Manufacturer narrative:
H.6 investigation summary: this statement summarizes the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 2022785. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Investigation and testing were performed on the batch number provided. The results were acceptable, and no relevant issues found. The root cause could not be identified. Currently, no adverse trends identified for false negative. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing with bd rapid detection of sars-cov-2 veritor¿ the customer received a false negative. Pcr testing was performed to confirm the false result. Pending results. The following information was provided by the initial reporter: "patient with a positive home test for cov 2 had a negative result on veritor sars cov2 ag. Test." Eua (B)(4).